Manufacturer narrative:
The article did not specify the serial numbers of the referenced scopes; therefore, it is unknown if the scope has been returned to olympus for repair/service. In addition, olympus is unable to perform a review of the instrument¿s history. The exact cause of the user's experience and the reported phenomenon could not be determined. Tremblay, a., mcfadden, s., bonifazi, m., luzzi, v., kemp, s., gasparini, s., . . . Shah, p. (2018). Endobronchial ultrasound-guided transbronchial needle aspiration with a 19-g needle device. Journal of bronchology & interventional pulmonology, 25, 218-223. Https://doi.org/10.1097/lbr.0000000000000500. [(B)(4)]. Device was not returned.

Event description:
Olympus medical systems corp. (Omsc) received a journal article titled "endobronchial ultrasound-guided (ebus) transbronchial needle aspiration with a 19-g needle device". The study was aimed at determining the safety and feasibility using a new 19-g ebus-guided transbronchial needle aspiration device approach. During the study, one clinical complication was reported, significant hemoptysis (<50ml) immediately after withdrawal of the ebus bronchoscope. The issue was managed by reinserting the standard bronchoscope to suction retained blood in the airway, after which no active bleeding was noted. No additional information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.